Manufacturer narrative:
On may 19, 2017 rga (B)(4) was created for return of p440 model 303070, sn (B)(4). The lift was never returned to handicare to inspect for said complaint. It was however sent to and evaluated by handicare dealer mike hoover, who provided details to handicare us on june 20, 2017. There was no patient injury. When handicare contacted m. Hoover for follow-up on june 20, 2017 he shared the customer contact point, abilities unlimited, complaint could not be duplicated and the lift posed no potential for patient harm if it were used. M. Hoover indicated he tried to replicate the reported, "shock" when touching the unit and was unsuccessful. He deemed the complaint as invalid. The lift was returned to the customer in working condition. The dealer asked that the complaint be cancelled as the lift posed no harm with use. Root cause: none, reported fault could not be duplicated or validated as occurring. Correction: none. Corrective action: none needed, lift posed no harm with use.

Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Client reported the unit shocked them when touched. No injury involved.